Manufacturer narrative:
The biomedical engineer (bme) reported inconsistent mean values with ibp line relabeling. Anesthesiologists have observed discrepancies in mean values when relabeling invasive lines from one ibp label to another. For example, relabeling from a cvp to an arterial line results in different mean values, though this issue is not limited to these two types of ibp. Below is a list of all the troubleshooting and updates to date: 3/26/2025: kelly, lia and dr miller discussed the potential involvement of the "measure vs calculate" setting as a possible factor. Kelly said this has also been an issue with the ed and they are in talks to decide if they want to use measure or calculate going forward. 5/2/2025: decision to go with measure vs calculate method still pending. No patient harm was reported. Investigation conclusion: root cause summary: we confirmed the issues. A definitive root cause could not be determined due to limited information. We requested additional information from the customer that was necessary to proceed with the investigation; however, sufficient information could not be obtained. Therefore, we concluded that continuing the investigation is not feasible at this time. Based on the available information, the issue could have possibly been due to interference, a misunderstanding of the readings and/or possible user-related errors (such as incorrect settings). Cross reference notes: nkc investigated separate ep lab concern issues for this same facility, (similar devices, yet separate serial numbers), under separate ircs-588 (this ticket 238139) and separate irc-587 (ticket 238138), irc-589 (ticket 238140), and irc-590 (ticket 238141). Resolution notes: we requested verification and improvement of the mapping system installed in the customer's environment, as it may be a potential source of external noise and may have contributed to the issue. The customer was asked to review the installation environment and operating conditions of the mapping system within the ep lab (under similar ticket 238138). Despite our follow-up attempts, the customer did not provide any further details. Since education was last provided no further issues related to this incident have been reported to date. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided due to the customer requesting not to be contacted. D10 concomitant medical device additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported inconsistent mean values with ibp line relabeling. Anesthesiologists have observed discrepancies in mean values when relabeling invasive lines from one ibp label to another. For example, relabeling from a cvp to an arterial line results in different mean values, though this issue is not limited to these two types of ibp. Below is a list of all the troubleshooting and updates to date: (B)(6) 2025: (B)(6) discussed the potential involvement of the "measure vs calculate" setting as a possible factor. (B)(6) said this has also been an issue with the ed and they are in talks to decide if they want to use measure or calculate going forward. (B)(6) 2025: decision to go with measure vs calculate method still pending. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported inconsistent mean values with ibp line relabeling. Anesthesiologists have observed discrepancies in mean values when relabeling invasive lines from one ibp label to another. For example, relabeling from a cvp to an arterial line results in different mean values, though this issue is not limited to these two types of ibp. Below is a list of all the troubleshooting and updates to date: 3/26/2025: (B)(6), (B)(6) and dr (B)(6) discussed the potential involvement of the "measure vs calculate" setting as a possible factor. (B)(6) said this has also been an issue with the ed and they are in talks to decide if they want to use measure or calculate going forward. 5/2/2025: decision to go with measure vs calculate method still pending. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided due to the customer requesting not to be contacted. D10 concomitant medical device.

Event description:
The biomedical engineer (bme) reported inconsistent mean values with ibp line relabeling. Anesthesiologists have observed discrepancies in mean values when relabeling invasive lines from one ibp label to another. For example, relabeling from a cvp to an arterial line results in different mean values, though this issue is not limited to these two types of ibp. Below is a list of all the troubleshooting and updates to date: 3/26/2025: (B)(6), (B)(6) and dr (B)(6) discussed the potential involvement of the "measure vs calculate" setting as a possible factor. (B)(6) said this has also been an issue with the ed and they are in talks to decide if they want to use measure or calculate going forward. 5/2/2025: decision to go with measure vs calculate method still pending. No patient harm was reported.